Manufacturer narrative:
(B)(4). Date sent: 2/10/2017. Batch #unk. Additional information was requested and the following was obtained: are you able to clarify where in the firing sequence that the instrument stopped? Did the device partially fire and stop? Or, did the device fully fire and stop when the knife was returning to the home position? By, ¿staples were unformed in the situs,¿ were there unformed staples in the patient tissue or unformed staples still in the cartridge? Was there any difficulty opening the device jaws? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? There is no further information available.

Event description:
It was reported that during a gastric sleeve procedure, after reloading did not staple and cut correctly, tissue was pushed forward, instrument stopped, tissue was stapled and cut, some staples were unformed in the situs. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.